Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: adult spinal deformity procedure: oblique lumbar interbody fusion (olif) it was reported that post-op, transference to the lateral side occurred to the cage, the next day. The lateral transference was about 5 mm now. The physician observed that the event occurred due to intervertebral disc space was not cleaned up well and cage of a wrong size was selected. At that time, it was decided to perform posterior fixation two weeks later. On (B)(6) 2018, it was planned to hammer the cage in additionally and to perform posterior fixation on (B)(6) 2018. The product came in contact with the patient. Patient had pain in the lower limb.